Event description:
A mandatory medwatch report was received from the user facility which states: "dr using a closer device for hemostasis and entered the femoral artery with the closer s device, and during the procedure, when removing the boot, the handle came out, leaving the catheter part in the left leg. Dr was unable to remove the catheter. Pt sent to the o.r. For surgical removal. Pt did well post-op." Co's field staff has reported the following: the physician attempted arteriotomy closure with a tsl 6 fr closer s device. The physician inserted the device and dr heard a crack. Half of the device came out in their hand. The physician made an attempt to retrieve the remaining portion of the device from the pt's leg with hemostats, but was unsuccessful. The pt was sent to surgery where the vascular surgeon successfully removed the device. The pt tolerated the procedure well and was discharged without further complication.